Manufacturer narrative:
The devices were not returned for analysis and the device history record (DHR) confirmed that they met specifications prior to shipping. A labeling review did not reveal any anomalies as it states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Therefore, in the absence of device return and analysis, the probable cause is determined to be a cause not established. B3: approximate event date based on gfe answer that states it has happened since last revision. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7083955. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7084742. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient had been experiencing inadequate stimulation since his last revision, which was attributed to lead misplacement. The patient underwent multiple reprogramming sessions; however, the issue persisted. To resolve this, the patient was referred for a replacement procedure, during which the implantable pulse generator (ipg) and both leads were explanted. Postoperatively, the patient was reported to be doing well, and his pain areas were able to be recaptured with the new lead positioning. The explanted devices were retained by the facility and will not be returned for analysis. No additional information is available at this time.

Manufacturer narrative:
B3: approximate event date based on gfe answer that states it has happened since last revision additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7083955. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: 7084742. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient had been experiencing inadequate stimulation since his last revision, which was attributed to lead misplacement. The patient underwent multiple reprogramming sessions; however, the issue persisted. To resolve this, the patient was referred for a replacement procedure, during which the implantable pulse generator (ipg) and both leads were explanted. Postoperatively, the patient was reported to be doing well, and his pain areas were able to be recaptured with the new lead positioning. The explanted devices were retained by the facility and will not be returned for analysis. No additional information is available at this time.